Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced infection/inflammation on right eye (od) at a one day post op exam. The surgery noted there was mild inflammation. The patient¿s complaint was of slight discomfort. There was no loss of best corrected visual acuity (bcva) noted. Topical steroid dosage was increased to resolve the symptoms bcva from (B)(6) 2017: right eye pre-op 20/20 -3.50 x .00 x 90; left eye pre-op 20/20 -4.30 x -.50 x 140.